Event description:
During a laparoscopic cholecystectomy with lysis of adhesions, the surgeon noted a piece of the clip case in the patient. Details: after the surgeon laparoscopically placed a hem-o-lok clip on a vessel, a small piece of green plastic was noticed in the patient next to the clip. The surgeon was able to safely remove it. Upon examination, it appeared to be a piece of the clip case. The surgeon stated that he has seen that happen before. The clip case and label from the product were bagged and sent to central sterile. No injury to the patient.